Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted that the pk dissecting forceps instrument was not firing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument passed continuity test. Additional observation not reported by site was grip tip damaged. During failure analysis investigation, one grip tip was found to be bent, causing side to side misalignment of the grips. There was a 0.041 offset at the tips. The bent grip had no separation of the yaw pulley or the pulley cover at the glue joint. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was frayed pitch cable. The pitch cable was found to be frayed close to the breaking located at distal clevis hub. There was no damage found at the clevis. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.